Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell on the pump and the touch screen became cracked and unresponsive. Customer¿s blood glucose was 80 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.